Event description:
This procedure was performed in the o.r. And the patient was prepped per hrs recommended guidelines. The md appropriately prepped the lead and employed an lld-ez and utilized a 14f glidelight laser sheath and once under the clavicle, significant lead on lead binding was encountered. The laser sheath was able to advance fluidly. Md applied the appropriate amount of traction as he advanced the laser sheath past the svc and into the rv. Once in the rv, it was noted that the ra lead (5076) had been pulled out of place. The screw was located next to the laser sheath (which was in the rv at this point). It appeared as though the lead on lead binding caused the atrial lead to dislodge as the laser sheath was advanced. No drop in abp was noted. The glidelight was advanced to within a centimeter of the screw on the 6949 and lasing was stopped. Traction was held until the lead dislodged and it was removed. Upon removal, the patient's abp dropped into the 40's where it held constant. Tamponade was identified. Cvs was called and were in the room with in one min. Time to intervention was approximately 2-3mins. An emergent sternotomy was performed and the patient placed on bypass during the repair. A 5-7mm perforation was identified in the ra and successfully repaired. Once patient was stable, the ra lead was removed with steady traction and an lld-ez. As of (B)(6) 2012 the patient was extubated as is said to have made a full recovery.